Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on an unknown date. Legal counsel for patient reports patient allegations of pain, elevated cocr levels and tissue/bone destruction. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure information and blood test results, which were unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2013-03092 / 03093 & 01293).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty. Legal counsel for patient further reports patient allegations of pain, elevated cocr levels and tissue/bone destruction. Additional information received in patient medical records and review of invoice history indicates patient underwent right total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised (B)(6) 2008 due to an unstable cup. Patient underwent a second right hip revision procedure on (B)(6) 2010 due to impingement of the head. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.